Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a patient experienced a type 3 endoleak as well as a possible type 1a endoleak following implantation of two unknown cook zenith flex with spiral-z technology aaa endovascular graft iliac legs. The leg devices along with a zenith low profile main body graft were implanted roughly "4 years ago". Cta imaging later revealed suspected type 3 and 1a endoleaks. Intervention is not planned at this stage; currently, the devices remain implanted. No adverse effects to the patient have been reported.

Manufacturer narrative:
H6 - additional method code: device not accessible for testing (4117). Investigation - evaluation. The complainant, (B)(6), informed cook on (B)(6) 2020 of an incident that was observed the same date involving a zenith flex with spiral-z technology aaa endovascular graft iliac leg with an unknown rpn from an unknown lot. According to the physician, the patient had three cook grafts implanted ¿about 4 years ago¿ ¿ a zalb main body graft and two zsle iliac leg grafts. It is unknown if the patient had any pre-existing conditions. The patient had a computed tomography angiography (cta) performed and the report from the cta suspected the graft(s) having a type 3 endoleak. It is unknown which graft(s) were suspected of the endoleak. It is unknown if the suspected endoleak was a type 3a or 3b endoleak or if the patient was compliant with any prescribed medication. Intervention is not planned at this stage to treat the endoleak. No adverse effects to the patient have been reported. Please note that zalb main body devices are not sold in the u.s. And do not meet the requirements for a same or similar device that is. A review of the complaint history, drawing, instructions for use (IFU), quality control and specifications, as well as imaging of the device provided, was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a four-year old postoperative CT study was provided to cook for evaluation and sent for an expert image review. Significant findings of the review included no clear evidence of a type 1, type 3a, or type 3b endoleak. The image reviewer observed that the amount of graft overlap between the main body graft and the leg grafts was adequate. Additionally, the seal length at the proximal and distal landing zones was also adequate. The image reviewer did observe what appeared to be two type 2 endoleaks ¿ one originating from a patent inferior mesenteric artery and one originating from a pair of lumbar arteries. Based on the evidence provided and observed, cook has concluded that the device was manufactured to current specifications. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the device history record (DHR) was unable to be completed due to a lack of lot information from the user facility. It should be noted that these devices are distributed via one-device lots. Based on the provided information, there is no evidence suggesting that non-conforming product exists either in house or in field. Cook also reviewed product labeling. The current product instructions for use (IFU), [t_zaaasz_rev4] ¿zenith® spiral-z aaa iliac leg with the z-trak¿ introduction system¿, provides the following information to the user related to the reported failure mode: ¿4 warnings and precautions: 4.1 general: additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.2 patient selection, treatment and follow-up: zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. Multiple large, patent lumbar arteries, mural thrombus and a patent inferior. Mesenteric artery may all predispose a patient to type ii endoleaks. Patients with uncorrectable coagulopathy may also have an increase risk of type ii endoleak or bleeding complications. 4.4 device selection: strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure: inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. 4.6 molding balloon use: use care in inflating the balloon within the graft in the presence of calcification, as excessive inflation may cause damage to the vessel. 5 adverse events: 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: endoleak, endoprosthesis: improper component placement; component migration; puncture. 8 patient counseling information: all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death. 11 directions for use: 11.1 zenith spiral-z aaa iliac leg system: 11.1.4 contralateral iliac leg placement and deployment: 3. Introduce the contralateral iliac leg delivery system into the artery. Advance slowly until at least one stent of the iliac leg graft overlaps within the main body and not past the radiopaque marker band positioned 30 mm from the proximal end of the iliac leg graft inside the contralateral limb of the main body. If there is any tendency for the main body graft to move during this maneuver, hold it in position by stabilizing the gray positioner on the ipsilateral side. 4. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency, a minimum overlap of one stent, and a maximum overlap of 30 mm within the main body endovascular graft. 11.1.6 ipsilateral iliac leg placement and deployment in conjunction with zenith alpha abdominal endovascular graft or zenith low profile endovascular graft 4. Introduce the ipsilateral iliac leg delivery system, and continue advancing slowly until the proximal edge of the ipsilateral leg graft aligns with the proximal edge of the previously-placed contralateral leg graft. 5. Confirm position of the distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency. 11.1.7 molding balloon insertion: 6. Withdraw the molding balloon to the ipsilateral limb overlap region and expand. 7. Withdraw the molding balloon to the ipsilateral distal fixation site and expand. 8. Deflate and remove molding balloon. Transfer the molding balloon onto the contralateral wire guide and into the contralateral iliac leg introduction system. Advance molding balloon to the contralateral limb overlap and expand. 9. Withdraw the molding balloon to the contralateral iliac leg/vessel distal fixation site and expand. Final angiogram: 1. Position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components. 12 imaging guidelines and postoperative follow-up: 12.1 general: all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. 12.2 additional surveillance and treatment: additional surveillance and possible treatment is recommended for: aneurysms with type iii endoleak". Based on the information provided, review of the provided imaging, and the results of the investigation, a definitive root cause was not able to be established. However, endoleaks are a known inherent risk of using these devices. No clear evidence of a type 3a or type 3b endoleak was observed in the provided imaging. The image reviewer did observe two type 2 endoleaks. Type 2 endoleaks do not occur due to device failure, but due to anatomical factors. No additional information was available to determine which graft the reported endoleak was observed from or possible contributing factors to the endoleak. It is possible that calcification in the patient¿s aorta punctured the graft over time, or that a junctional endoleak was visible in other imaging not provided. Without further information or medical imaging, these possibilities cannot be confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Based on provided imaging, event description provided by the customer, and other documentation, the investigation found no evidence of a type 1a endoleak; therefore, that complaint has been closed and no further information regarding the type 1a endoleak will be reported.